Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd connecta¿ stopcock was found leaking from the q-syte. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: no lot number was reported for this incident: therefor no DHR review was completed. Visual analysis: observations and testing: received two used q-syte top bodies and one q-syte unit from unknown lot number. The q-syte top bodies were bonded to two different stopcocks. The q-syte unit was bonded to female connection site of one of the stopcocks. Both stopcocks were bonded together. Visual/microscopic examination: observed slit tear on the septum top disk. No physical/mechanical damage was observed on any of the external areas of the q-syte top body. No physical/mechanical damage was observed on any of the external areas of the q-syte top body. Water leak test: q-sytes were leak tested in the actuated and un-actuated positions. Septum column tear assessment: damage (tear) was observed along the column walls. Bottom septum evaluation: the returned unit was disassembled to evaluate the bottom septum condition. No damage (tear) was observed to the septum bottom disk photos of the slit centeredness: the septum slit cut was not off center. Investigation conclusion: the defect of leakage; as stated as the reported code was confirmed with q-syte unit 1. The source of the leakage was from the vent hole due to a column tear. Confirm there were slits tear on the septum top disk. Root cause: relationship of device to the reported incident: indeterminate a definite source that caused damage to the column tear; which contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations. A definite source that contributed to the slit tears could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations.